Manufacturer narrative:
Concomitant medical products: product ID: evolutr-26-us, serial/lot #:(B)(4), ubd: (B)(4) 2018, UDI#: (B)(4). No product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, after seeing the valve under imaging, the representative directed the physician to not use the valve and delivery catheter system (dcs). The physician chose to attempt partial deployment of the valve. The capsule of the dcs was reported to be damaged. The valve and dcs were withdrawn from the body; during removal, a possible dissection to the iliac artery and bleeding was noted, but no treatment was reported. Subsequently, a second non-medtronic valve was used for implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a 26 mm transcatheter bioprosthetic valve was advanced across the aortic valve and the deli very catheter system (dcs) did not operate as expected, the valve could not be deployed and was removed from the patient. Angiography confirmed there was no dissection or perforation. To facilitate removal of the valve a 2 cm incision was made at the right common femoral arteriotomy (rcfa) site. An 18 french (fr) sheath was placed in the rcfa and a second 26 mm medtronic valve was implanted. The 18 fr sheath was removed from the rcfa and a non-medtronic closure device was used. The remaining leak at the arteriotomy was treated with an 8x50 mm covered stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-26-us, serial/lot #: (B)(4), ubd: 20-aug-2020, UDI#: (B)(4). Corrected data: the concomitant product serial number, ubd and UDI# was corrected. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that, during attempted deployment, the valve did not deploy as expected. The dcs capsule was reported to be damaged, and was retrieved causing possible dissection to the iliac artery. There is no indication that the reported dissection was confirmed. The dcs was not returned to medtronic for analysis. Angiographic images (cines) were received for review. The cine films confirm that an iliac stent was placed in the right common iliac artery. However, the reported dcs damage and dissection could not be confirmed via review of the films. Based on the limited information available, the cause of the dcs damage and potential dissection could not be determined. The capsule damage reported in this event may be describing capsule buckle or separation, which occurs due to excessive compressive forces applied to the capsule. This excessive compressive force can be experienced when the valve is loaded incorrectly. In this case, the event indicates that a bent strut misload was observed. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The evolut instructions for use, contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. The bent strut misload may have resulted in a compressive force being applied to the capsule resulting in damage. However, as no images showing the fluoroscopic load check or the capsule damage were provided, the root cause cannot be conclusively determined. To facilitate removal of the system, an incision was made at the right common femoral arteriotomy site. The leak at the arteriotomy was treated with an 8x50 mm covered stent. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.